Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer observed an initial fill estimate of 60 units after loading a cartridge with 280 units. Reportedly, the customer was visually impaired and was unable to confirm if a "+" had been observed in front of the 60 unit to indicate there was over 60 units of insulin in the cartridge. Blood glucose level was 320 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.